Event description:
It was reported that when the surgeon pulled a 2.2mm threaded drill guide for matrixrib locking plate out of a plate it looked like the threads were chipped. There was no surgical delay and the surgery was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one 2.2mm threaded drill guide for matrixrib locking plates (part 03.501.033 / lot 6156203) was returned with the following complaint description: ¿when the surgeon pulled a 2.2mm threaded drill guide for matrixrib locking plate out of a plate, it looked like the threads were chipped¿. Upon visual examination of the complaint device, a fraction of two levels of the distal threading has torn away from the device, is no longer attached, and was not returned. The complaint has been confirmed. A review of the device history records showed no material record reports, non-conformance reports, or complaint-related issues occurred during the manufacturing of this lot. The threaded drill guide for matrixrib locking plates is part of the synthes matrixrib fixation system that provides stable fixation of normal and osteoporotic ribs. The threaded drill guide is used to thread into the plate to ensure safe drilling and alignment of the drill hole with the plate hole (per technique guide). A portion of the distal portion of the drill guide is chipped/missing tip as mentioned in the complaint. The remainder of the instrument is in good condition with no signs of misuse or abuse. The associated drawings were reviewed. The designs, materials, and finishing processes were found to be adequate for their intended use. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A DHR review was performed ¿ magnum manufacturing center (presently relius) manufactured the 2.2mm threaded drill guide for the matrixrib locking plates, p/n 03.501.033, for (B)(4) parts. The certificate of compliance for lot number 6156203, indicates the parts were manufactured and conformed to specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no complaint-related anomalies, mrrs, ncrs, or ncs associated with this lot. (B)(4) parts were released to the warehouse on june 04, 2009. The threaded drill guide was manufactured to p/n 03.501.033, released on november 17, 2008. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.